Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle leaked from somewhere other than the insertion site or needle tip. The following information was provided by the initial reporter: "material no. 368608, batch no. 0203776. It was reported that blood leaked while using these needles. Per email: several times when using these needles the tube holder filled with blood after the initial tube had been changed. Blood ran out of the holder and onto the patient."